Manufacturer narrative:
A getinge service territory manger was informed on 4 may 2018 that in fact no patient was involved in this event and it occurred during circuit set-up prior to a patient being connected to the iabp.

Event description:
It was reported that prior use on a patient the cs300 intra-aortic balloon pump (iabp) generated the following error code numbers: 43, 45, 53 & 57. The customer also reported that when the iabp was swapped out they noticed the helium was low. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated the following error code numbers: 43, 45, 53 and 57. The customer also reported that when the iabp was swapped out they noticed the helium was low. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and confirmed the reported error codes in the fault log. The iabp functioned to specification. The stm cleared the logs and ran a complete diagnostic test, measured values and confirmed calibration. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated the following error code numbers: 43, 45, 53 & 57. The customer also reported that when the iabp was swapped out they noticed the helium was low. There was no patient harm and no adverse event was reported.